Event description:
It was reported the day after implant the patient complained of pain in the left side. It was determined that the patient had a micro dislodgement of the lead. A procedure was performed to reposition the lead and the lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.